Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. High voltage is caused by wear of the laser head which ends up in a shorter gas life time. This could be confirmed by the field service engineer on site. There is no patient impact as the energy value is continuously monitored and gives an error message if the value departs from tolerance. An additional gas change is required to bring high voltage down again. It has now been decided that the laser head should be replaced but this depends on the customer providing an order number. The root cause can be determined by the end of life of the laser head. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported short gas life and increased high voltage situation. Upon follow up, company representative reported that the starting voltage was higher than usual and that it went up faster than usual during the treatment sessions. This meant that an additional gas change was required to bring the voltage down.